Event description:
It was reported by pt that she underwent total hip replacement in 2006, in which she receive durom acetabular components. Post-op, pt experienced pain and was advised by her surgeon to be revised. Revision surgery is scheduled for 2008 by a dr.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.